Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the accutrend plus system: 315 mg/dl, 56 mg/dl, results less than 50 mg/dl, and 95 mg/dl results were 5 minutes between each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.